Manufacturer narrative:
Concomitants: 02-012-60-1440 - tru stem ext 14mm x 40mm (B)(6). 02-020-11-0360 - truliant ps cem fem ps cem right sz 6 (B)(6). 02-022-45-6060 - truliant tib fit tray cem sz 6f / 6t (B)(6). 200-02-41 - three peg patella 41mm (B)(6). 204-70-00 - tibial stem ext. Screw (B)(6). These devices are used for treatment and not in diagnosis. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2020, and then experienced revision surgical procedure on (B)(6) 2023 approximately 2 years and 8 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.